Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer stated that the pump's motor does not sound like it was "retracting". Customer's blood glucose level was 260 mg/dl, which was addressed with a manual injection. Reportedly, the customer had manual injections available as alternate insulin therapy.